Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for following bacteria: the suction channel: unspecified bacteria (>100cfu/50ml), the biopsy channel: unspecified bacteria (>100cfu/50ml). The facility had manually reprocessed the subject device with peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed (B)(6) regulation for reprocessing process and the subject device was reprocessed according to the instructions of the manufacturer.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) (ofr). Following additional high-level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for micrococcaceae and ochrobactrum anthropi(2cfu / 100ml), but the testing result cleared french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".